Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was not printing. A technical support specialist (tss) dialed into the station and logged off and back in as carefusion admin. The zebra printer queue was checked and found empty. The print spooler was restarted, but the test print failed. The zebra printer was uninstalled and reinstalled using a new driver, and installation and configuration were completed. A test page was printed successfully, and the station was rebooted. The station returned to normal operation. Verification attempts were made with the customer over multiple days with no response received, and the ticket was closed due to no response. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, three printers were blinking red and not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.